Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set was unable to prime. The following information was provided by the initial reporter: it was reported by customer that where the bd extension set (microbore tubing) would not prime.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/3/2022. H.6. Investigation: one set (model #c25006) was returned by the customer. It was reported that the extension set (microbore tubing) would not prime. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Fluid was attempted to be flushed through the line. The set was unable to be primed passed the top connection point. There seemed to be an occlusion in the beginning of the line at the connector. The customer complaint can be verified. A quality notification has been sent to the manufacturer, and the sample has been sent for further investigation. The manufacturer was able to confirm the failure. The investigation determined that the possible root causes are an excess of solvent due to an incorrect selection of pins on the solvent dispensers, and that there was a failure within the analog flow meters. All operators will be informed through a quality alert as a preventative action in the next production model plan. A device history record review for model c25006 lot number 21089050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089050 regarding item #c25006.

Event description:
It was reported that the bd alaris¿ extension set was unable to prime. The following information was provided by the initial reporter: it was reported by customer that where the bd extension set (microbore tubing) would not prime.